Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were in the hospital because they had a sepsis infection due to the surgery. Patient said they went to see their urologist on the (B)(6) 2026 and was given an antibiotic but got a lot worse and went to the emergency room (ER) on the (B)(6) 2026. Patient was admitted to the hospital and has been on strong antibiotics and had a bunch of tests. Agent asked patient to connect to their therapy settings, but patient declined to do so during the call. Patient would call back when they were feeling better.